Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however a photograph of it was provided for inspection. Inspection of the photograph did not find evidence clear enough to verify the reported leak. A retained sample was then evaluated; visual inspection was performed with no issues detected, and gravity testing was performed with the solution correctly running through the millipore filter. The reported condition was unable to be verified via photograph inspection nor replicated with the retention sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from its "chamber." The reporter did not specify whether this was the drip chamber or the chamber containing the filter. This occurred during infusion of a chemotherapeutic drug. The reporter stated that no crack was visible. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow up report will be submitted.